Manufacturer narrative:
Sensor 0m000dnm21w has been returned and investigated. Visual inspection was performed and no issues were observed. The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 1 (indicating sensor was never activated by the user). An insertion failure was observed and there was no watermark at the base of the tail (indicating that the sensor was never inserted), therefore this complaint is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message of " 60 minutes startup" that occurred 2 times in a row when scanning the adc freestyle libre sensor without providing any results. On (B)(6) 2021, the customer experienced unspecified hypoglycemic symptoms and had a seizure. Hcp contact was made and the customer was treated with insulin (dose unknown) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message of " 60 minutes startup" that occurred 2 times in a row when scanning the adc freestyle libre sensor without providing any results. On (B)(6) 2021, the customer experienced unspecified hypoglycemic symptoms and had a seizure. Hcp contact was made and the customer was treated with insulin (dose unknown) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.